Event description:
It was reported that the patient presented in clinic for a follow up. X-ray confirmed dislodgement causing failure to capture and failure to sense on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.